Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable melted. Reportedly, the customer was able to charge the pump with an alternate usb cable. There was no reported adverse impact to the customer's blood glucose level.